Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Investigation remains unchanged. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00158-4, 0001822565-2017-01463-4.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00771100620, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 extended offset, 60819268; 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61308238; 00620205022, shell porous with cluster holes 50 mm, 61315222; 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 51313560. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00082. Reported event was confirmed by review of revision operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision procedure eight years post-implantation due to adverse local tissue reaction, elevated ion levels, metallosis, poly wear, and third body debris. During the removal of the head, there was evidence of corrosion on the trunnion of the femoral component as well as the internal portion of the cobalt chromium femoral head. There was stamping of the grooves and evidence of discoloration along the entire trunnion of the femur. There was darkened material at the rim of the femoral head consistent with grade iii-IV trunnion corrosion. The patient was noted to have a crescent bone defect in the posterior acetabulum in addition to devitalized bone along the junction of the prosthesis and greater trochanter. Upon removal of the femoral head, there was evident corrosion noted on the trunnion of the femoral stem and the inner taper of the femoral head. The poly was noted to have surface scratches from suspected third body wear and was removed. The surfaces of the shell and stem were cleaned and a poly was impacted into the shell. The trunnion was cleaned, dried, trialed, and a head and neck were impacted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received via legal document reported patient had a revision procedure eight years post-implantation due to adverse local tissue reaction, elevated ion levels and metallosis. Legal document states that during the removal of the head, there was evidence of corrosion on the trunnion of the femoral component as well as the internal portion of the cobalt chromium femoral head. There was stamping of the grooves and evidence of discoloration along the entire trunnion of the femur. There was darkened material at the rim of the femoral head consistent with grade iii-IV trunnion corrosion. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the head. Reference attached photos. The liner and stem were not returned. The head was submitted for further analysis. Analysis determined fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris. Root cause unchanged. This complaint was confirmed based on the returned device and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: item#00620205022, trilogy shell with cluster holes, lot#61315222; catalog #00630505032, trilogy liner, lot#00630505032; catalog #00625006520, bone screw, lot #unk.

Event description:
It is reported the patient was revised due to pain due to corrosion between the head and stem. The femoral head and poly liner were revised.